Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.607.402, lot: 2l71759, manufacturing site: mezzovico, release to warehouse date: 06 dec 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the uss-ii polyaxial 3d-head f/r ø6 tan gree (p/n 04.607.402, lot number 2l71759) was received at us customer quality. Visual inspection of the complaint device showed the locking ring was cracked all the way through. The screw body is undamaged. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the locking ring is cracked all the way through which is consistent with the complaint description saying the screw was broken, since it is functionally broken. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. No design issues were observed during the document/specification review. Relevant actions have been taken to address the issue. The need for further corrective/preventive action will be assessed. Further investigation will not be conducted in this complaint. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a thoracic spinal stenosis surgery, after pre-drilling and locking the screw, no any abnormal situation noted. When the surgeon wanted to close the incision, he heard an abnormal noise, checked and observed the screw was broken. He removed the broken screw. The procedure was delayed more than one hour. The patient is stable. Concomitant device reported: unknown drill (part # unknown, lot # unknown, quantity 1). Unknown pedicle screw (part # unknown, lot # unknown, quantity 1). Unknown sleeve (part # unknown, lot # unknown, quantity 1). Unknown nut (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).